Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation. There was no patient injury.

Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board (esib) was replaced to correct the reported issue. Block a: no patient information provided to date after calls to customer (B)(6) 2024. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.